Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the inserter busted and the connection came loose. Customer's blood glucose was 450 mg/dl. Paramedics were dispatched. Customer was wearing the device at time of the 911 call. Customer mentioned the issues had recurred multiple times. After troubleshooting, customer will not be returning the insulin pump for analysis.